Manufacturer narrative:
Terumo did not receive the actual device. Terumo has not made changes to the tubing durometer; therefore, the root cause of this complaint is unk. Terumo has trained production associates regarding the missing clamp. Terumo's tubing supplier has initiated efforts to address tubing concerns. The complaint will be included in associated awareness training. The device history record did not indicate any production related problems. All available information has been placed in file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the cardioplegia line did not have a clamp on the inlet side. Also, the customer felt the tubing was different from what they have had. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.